Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle (rv) lead was failing to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.